Event description:
It was reported that during a lumbar fusion on (B)(6) 2015, the tip of the custom reform driver (c2019) broke off while inserting a 8.5, x 50mm reform polyaxial screw. The tip remained in the head of the screw so the screw was removed and replaced with a new screw and driver readily available in the set. There was no significant delay incurred due to this issue.

Manufacturer narrative:
Engineering eval concluded that the driver was not fully threaded into the implant at the time of the fracture. Review of mfg record found a total of (B)(4) pieces of this lot were released for distribution on june 13, 2014, with no deviation or anomalies. A two-year complaint history review found two previous reports of this nature of this lot.